Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to authenticate. A technical support specialist confirmed engineering analysis identified login failures caused by incompatible software installation and configuration. Asp.net 6.0 was required but asp.net 8.0 had been mistakenly installed, leading to authentication failures. Once the .net compatibility issue was corrected, users were able to log in successfully. Customer confirmed login access was restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users with prior access were unable to authenticate after entering their ID. However, there were no delay to patient care and adverse events or injuries reported based on this incident.